Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2021-apr-16. It was reported that the pump did not reach eos earlier than expected. The patient was scheduled for a replacement but denied the replacement once he was told about the possible catheter malfunction. He elected to forgo the surgery. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 19-sep-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at approximately 800 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity/other spasticity. It was reported that the patient was scheduled for pump replacement on (B)(6) 2021. Upon interrogating the pump, it was noted that the pump had hit eos (end of service) on (B)(6) 2021. The patient stated that he had not experienced any itb (intrathecal baclofen) withdrawal symptoms. After notifying the surgeon and the surgeon speaking with the patient, it was decided that the patient was not interested in proceeding with pump replacement as it was expected that there was an issue with the catheter because the patient hadn¿t gone into baclofen withdrawal. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No actions/interventions were taken. No surgical intervention occurred, and none was planned. The issue was noted to be resolved and it was indicated that the hcp had no further information to provide regarding the event.